Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated thrice at 10atm for 5 seconds. However, it was noted that the balloon ruptured in pinhole form. The device was removed without any problem using normal method and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.